Manufacturer narrative:
Serial number not available. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that two pieces of the 989803137631 fetal spiral electrode tip broke into baby's head while using and that the baby has two pcs in his head and that they were waiting to have surgery to have them removed.

Manufacturer narrative:
A return material authorization was provided to the customer for return of the (B)(4) fse that was in use during the reported incident for evaluation. However, it was reported that the customer had discarded the fse assembly and it was not available for evaluation. The customer did return unused product from the same lot code as that which was in use. The returned electrodes were inspected under magnification with a microscope. There were no defects noted with the returned material. The customer reported two pieces of the (B)(4) fetal spiral electrode tip broke off in the baby's head while the fetal spiral electrode was being removed. The tip pieces were surgically removed without further complications. As the result of this event, the customer was provided training on the use of the fetal spiral electrode by a philips representative. The IFU for the fse (B)(4) states in a warning not to over rotate the fse.